Manufacturer narrative:
Analysis of the returned pads is ongoing, and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their pads are not recognized by the AED. They reported this did not occur during patient use.

Manufacturer narrative:
The returned pads were evaluated, and the reported issue was confirmed. However, the evaluation determined that the issue did not impact the device's ability to deliver therapy.